Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not place the ipg into surgery mode prior to undergoing an unrelated procedure. In turn, the ipg is not communicating with external devices. Diagnostics revealed the ipg is inoperable. Surgical intervention may be taken at a later date to address the issue.

Event description:
New information received indicates that surgical intervention was undertaken on (b(6) 2019 wherein the ipg explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.